Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2005- the pt was implanted with a "marlex mesh" during an abdominal vaginal sacropexy due to a complete vaginal prolapse with mild cystocele and pelvic pressure. On (B)(6) 2005- the pt was implanted with a non-bard transvaginal tension-free tape obturator during suspension of the mid urethral space-tvto, plus cystoscopy due to stress incontinence. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available info, no conclusion can be drawn. If additional event and/or evaluation info is obtained, a follow up MDR will submitted.